Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 42-year-old female patient who had essure (batch no. 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, left lower quadrant pain and bleed in luteal cyst. Current weight 242 lbs. Concurrent conditions included obesity, human papilloma virus test positive, pruritus, pap smear abnormal, left upper quadrant pain, ovarian cyst, breast disorder, adenomyosis, chronic cervicitis, paratubal cyst and hemorrhagic cyst. Concomitant products included fluconazole (diflucan), gabapentin (neurontin), hydroxychloroquine since 2017, naproxen sodium (anaprox) from 2015 to 2016, nystatin, sertraline hydrochloride (zoloft) since 2010, triamcinolone and vitamin d nos (vitamin d) since 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("painful intercourse"), migraine ("migraines"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("rashes or skin conditions type: rash on both arms with skin discoloration"), rash ("rashes or skin conditions type: rash on both arms with skin discoloration"), nausea ("nausea"), sensitivity of teeth ("dental problems: teeth sensitivity"), onychomycosis ("fungus on the nails,"), alopecia ("hair loss"), arthralgia ("joint pain / pain in elbow / pain in knee / finger pain / ankle pain"), musculoskeletal pain ("shoulder pain"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, fatigue, dyspareunia, migraine, back pain, vaginal haemorrhage, menorrhagia, skin discolouration, rash, onychomycosis, alopecia, arthralgia, musculoskeletal pain, abdominal pain lower and abdominal pain outcome was unknown and the weight increased, nausea, sensitivity of teeth, bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, musculoskeletal pain, nausea, onychomycosis, pelvic pain, rash, sensitivity of teeth, skin discolouration, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:3 intrauterine coil right and 3 intrauterine coil left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, lower abdominal pain, nausea., menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 42-year-old female patient who had essure (batch no. 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, left lower quadrant pain and bleed in luteal cyst. Current weight 242 lbs. Concurrent conditions included obesity, human papilloma virus test positive, pruritus, pap smear abnormal, left upper quadrant pain, ovarian cyst, breast disorder, adenomyosis, chronic cervicitis, paratubal cyst and hemorrhagic cyst. Concomitant products included fluconazole (diflucan), gabapentin (neurontin), hydroxychloroquine since (B)(6) , naproxen sodium (anaprox) from (B)(6) to (B)(6) , nystatin, sertraline hydrochloride (zoloft) since (B)(6) , triamcinolone and vitamin d nos (vitamin d) since (B)(6) . On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("painful intercourse"), migraine ("migraines"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("rashes or skin conditions type: rash on both arms with skin discoloration"), rash ("rashes or skin conditions type: rash on both arms with skin discoloration"), nausea ("nausea"), sensitivity of teeth ("dental problems: teeth sensitivity"), onychomycosis ("fungus on the nails,"), alopecia ("hair loss"), arthralgia ("joint pain / pain in elbow / pain in knee / finger pain / ankle pain"), musculoskeletal pain ("shoulder pain"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, fatigue, dyspareunia, migraine, back pain, vaginal haemorrhage, menorrhagia, skin discolouration, rash, onychomycosis, alopecia, arthralgia, musculoskeletal pain, abdominal pain lower and abdominal pain outcome was unknown and the weight increased, nausea, sensitivity of teeth, bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, musculoskeletal pain, nausea, onychomycosis, pelvic pain, rash, sensitivity of teeth, skin discolouration, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:3 intrauterine coil right and 3 intrauterine coil left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, lower abdominal pain, nausea., menorrhagia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & medical record received. Lot number added. Reporter's information added. Patient's demographics added. Added event abnormal bleeding (vaginal, menorrhagia), rash on both arms with skin discoloration, nausea, tooth sensitivity, fungus on the nails, hair loss, joint pain, shoulder pain, bladder or urinary problems or change, lower abdominal pain, abdominal pain. Updated outcome of events. Updated onset date of events. Historical drug, concomitant condition, concomitant drug, lab data were added. Event autoimmune disorder updated to autoimmune disorder type of disorder: lupus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), post procedural infection ('4 days later after surgery I had an infection'), dehydration ('dehydration'), genital haemorrhage ('abnormal bleeding/random bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 42-year-old female patient who had essure (batch no. 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications at the time of essure procedure: that is was hard to get one of them in" on (B)(6) 2010. The patient's medical history included irregular periods, left lower quadrant pain and bleed in luteal cyst. Current weight 242 lbs. Concurrent conditions included mammogram since 2016, obesity, human papilloma virus test positive, pruritus, pap smear abnormal, left upper quadrant pain, ovarian cyst, breast disorder, adenomyosis, chronic cervicitis, paratubal cyst, hemorrhagic cyst and mastodynia. Concomitant products included estradiol from (B)(6) 2017 to (B)(6) 2017, fluconazole (diflucan), gabapentin (neurontin), hydroxychloroquine since 2017, naproxen sodium (anaprox) from 2015 to 2016, nystatin, prednisone since (B)(6) 2016, sertraline hydrochloride (zoloft) since 2010, tramadol hydrochloride (ultram) since (B)(6) 2018, triamcinolone and vitamin d nos (vitamin d) since 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced skin discolouration ("rashes or skin conditions type: rash on both arms with skin discoloration") and rash ("rashes or skin conditions type: rash on both arms with skin discoloration"). On (B)(6) 2010, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain/ weight gain / weight loss (specify which one)"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/always tired all the time") and asthenia ("no energy/ didn't have the strength to do anything"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), arthralgia ("joint pain / pain in elbow / pain in knee / finger pain / ankle pain"), musculoskeletal pain ("shoulder pain") and pain in extremity ("pain in toe"). On (B)(6) 2016, the patient experienced onychomycosis ("fungus on the nails/ fungus in nail (infection)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criteria hospitalization and medically significant), dehydration (seriousness criteria hospitalization and medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), back pain ("back pain/lower back pain"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), abdominal pain lower ("lower abdominal pain/havin horrible pain befor and after menstrual cycle"), abdominal pain ("abdominal pain/sharp pain in my abdomen"), feeling abnormal ("the brain fog (very scary)"), headache ("headaches"), peripheral swelling ("I swell like that too/leg swelling") and pyrexia ("fever 100.9-101.0"). The patient was treated with ondansetron (zofran), IV antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, post procedural infection, dehydration, genital haemorrhage, systemic lupus erythematosus, fatigue, dyspareunia, migraine, back pain, vaginal haemorrhage, menorrhagia, skin discolouration, rash, onychomycosis, alopecia, arthralgia, musculoskeletal pain, abdominal pain lower, abdominal pain, feeling abnormal, headache, peripheral swelling, asthenia, pyrexia and pain in extremity outcome was unknown and the weight increased, nausea, hyperaesthesia teeth, bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, back pain, bladder disorder, dehydration, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, musculoskeletal pain, nausea, onychomycosis, pain in extremity, pelvic pain, peripheral swelling, post procedural infection, pyrexia, rash, skin discolouration, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:3 intrauterine coil right and 3 intrauterine coil left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, lower abdominal pain, nausea., menorrhagia. Concerning the injuries reported in this case, the following ones were described in social media:the brain fog (very scary), headaches, I swell like that too, no energy", fever, post-operative infection, dehydration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events pain in toe and complications at the time of essure procedure: that is was hard to get one of them in were added. Concurrent condition, concomitant medication and treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding/random bleeding'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus'), post procedural infection ('4 days later after surgery I had an infection') and dehydration ('dehydration') in a 42-year-old female patient who had essure (batch no. 50502884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, left lower quadrant pain and bleed in luteal cyst. Current weight 242 lbs. Concurrent conditions included obesity, human papilloma virus test positive, pruritus, pap smear abnormal, left upper quadrant pain, ovarian cyst, breast disorder, adenomyosis, chronic cervicitis, paratubal cyst and hemorrhagic cyst. Concomitant products included fluconazole (diflucan), gabapentin (neurontin), hydroxychloroquine since 2017, naproxen sodium (anaprox) from 2015 to 2016, nystatin, sertraline hydrochloride (zoloft) since 2010, triamcinolone and vitamin d nos (vitamin d) since 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("fatigue/always tired all the time"), dyspareunia ("painful intercourse"), migraine ("migraines"), back pain ("back pain/lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), skin discolouration ("rashes or skin conditions type: rash on both arms with skin discoloration"), rash ("rashes or skin conditions type: rash on both arms with skin discoloration"), nausea ("nausea"), hyperaesthesia teeth ("dental problems: teeth sensitivity"), onychomycosis ("fungus on the nails,"), alopecia ("hair loss"), arthralgia ("joint pain / pain in elbow / pain in knee / finger pain / ankle pain"), musculoskeletal pain ("shoulder pain"), bladder disorder ("bladder or urinary problems or change"), urinary tract disorder ("bladder or urinary problems or change"), abdominal pain lower ("lower abdominal pain/havin horrible pain befor and after menstrual cycle"), abdominal pain ("abdominal pain/sharp pain in my abdomen"), feeling abnormal ("the brain fog (very scary)"), headache ("headaches"), peripheral swelling ("I swell like that too/leg swelling"), asthenia ("no energy"), pyrexia ("fever 100.9-101.0"), post procedural infection (seriousness criteria hospitalization and medically significant) and dehydration (seriousness criteria hospitalization and medically significant) and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). The patient was treated with IV antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, fatigue, dyspareunia, migraine, back pain, vaginal haemorrhage, menorrhagia, skin discolouration, rash, onychomycosis, alopecia, arthralgia, musculoskeletal pain, abdominal pain lower, abdominal pain, feeling abnormal, headache, peripheral swelling, asthenia, pyrexia, post procedural infection and dehydration outcome was unknown and the weight increased, nausea, hyperaesthesia teeth, bladder disorder and urinary tract disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, back pain, bladder disorder, dehydration, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperaesthesia teeth, menorrhagia, migraine, musculoskeletal pain, nausea, onychomycosis, pelvic pain, peripheral swelling, post procedural infection, pyrexia, rash, skin discolouration, systemic lupus erythematosus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:3 intrauterine coil right and 3 intrauterine coil left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, lower abdominal pain, nausea., menorrhagia. Concerning the injuries reported in this case, the following ones were described in social media:the brain fog (very scary), headaches, I swell like that too, no energy" ,fever ,post-operative infection, dehydration quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : new events added : "the brain fog (very scary), headaches, I swell like that too, no energy" ,fever ,post-operative infection, dehydration were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("painful intercourse"), migraine ("migraines"), back pain ("back pain") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, fatigue, dyspareunia, migraine, back pain and weight increased outcome was unknown. The reporter considered autoimmune disorder, back pain, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.